Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed certification during testing. No patient injury was reported.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with the downstream sensor seal worn, the latch lock inoperable, and the tamper seals missing. There was no evidence of the error in the event history log. The reported problem was verified. During the functional test, the latch lock was found to be inoperable, which was the cause of the reported problem. It was recommended that the inoperable lock latch be replaced as corrective measure. The root cause of the reported problem was unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service previously. Corrected data: correction: d4: model number: 2120.